Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance, which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation on 12 aug 2020 and investigated on 14 aug 2020. Signs of clinical use and no evidence of blood were observed. The tension spring and seal remained inside the loading device. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. The seal was taken out from the loading device for inspection. There was no sign of crack/ delamination on the seal. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.500 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), they said there was no button on the shaft to fire the cutter. A replacement device was used to complete the procedure. The hospital did not report any patient effects.